Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a new sensor alert was displayed. Data was evaluated and the allegation was confirmed as an early sensor expiration was observed. The probable cause was determined to be an early sensor expiration. The reported event of a new sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.